Event description:
A 62-year-old male with latent autoimmune diabetes in adults/diabetes mellitus type 2 (diagnosed 2006) admitted for diabetic ketoacidosis/hyperglycemic hyperosmolar state on tandem control-iq with dexcom generation 7 10-day sensor has been repeatedly reading low to the 40s. Does not have a glucometer to confirm. Recommended to present to the emergency room by outpatient endocrinologist, as the patient continued to see lows being read by the generation 7 sensor. In the emergency department, found to have severe hyperglycemia (blood glucose >600), meeting hyperglycemic hyperosmolar state and diabetic ketoacidosis criteria, with initial labs showing glucose 736, beta-hydroxybutyrate >4 and calculated effective serum osmolarity >300, bicarbonate 17, elevated lactate 3.1, troponin 25, b-type natriuretic peptide 200, mild pre-renal acute kidney injury (creatinine 1.25), and elevated liver enzymes.